Event description:
The event occurred on an unspecified date and involved a tego connector. The customer reported that a pediatric nephro nurse observed a tego with defective silicone layer. The customer also reported that the devices showed loose/detached silicon layer of the tego connector. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.